Event description:
It was reported that a merlin.net transmission revealed non-sustained rv oversensing of low-level noise. The noise was characteristic of myopotential. No patient symptoms were reported. Program changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.